Event description:
Customer reported being unable to see the lot number on the test strip vial. Customer stated is only able to see the catalog number on the test strip vial. A request was made for return product and replacement product was sent.